Event description:
It was reported that during a vans procedure the surgeon wanted to use the device to close a vessel which was bleeding. The device could not fire after the jaw was closed. The surgeon had to change the procedure to open and use hand sewing to ligate the vessel. Blood transfusion was taken, and more anesthetic was used. The procedure was prolonged about 1 hour.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged firing trigger handle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: what was being fired on? What vessel? The device was used on lung lobe vein. What caused the bleeding? Unknown, it was not relate to our product. Was stapling performed prior to the bleeding? No. What color reload was used? White. What was the cause of the initial bleed? Unknown. Any difficulties in opening the device? No. What was the conditions of the patients tissue? The tissue was normal. Patients preexisting conditions? The patient had tumor. How is the patient currently? The patient is fine now. Is the patient expected to have a full recovery? Yes. The analysis showed that the device was received with the firing trigger damaged and with a tr45w partially fired loaded on the device. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached on what caused the firing trigger to break, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.